Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 446 mg/dl recently. He treated via manual insulin injection and insulin pump bolus. The customer also changed his infusion set and reservoir. Troubleshooting was declined; the customer stated that the issue was caused by a bent cannula. No products were returned or replaced.